Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. During functional testing by a service technician at the manufacturer facility, it was found that the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. During functional testing by a service technician at the manufacturer facility, it was found that the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a motor winding short was identified as the probable cause for the reported overheating. The reported event of the device not holding a blade was not confirmed. No failures were identified that would have caused or contributed to blade fit.

Manufacturer narrative:
Overheating was discovered during testing at the manufacturer facility and has been added to this report. The device has been received at the manufacturer facility. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed